Event description:
A device was implanted on 1974. It was stated that the device was a huge plastic case and it was stuck way out of the body. In addition, the device has gotten smaller over the years. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)